Manufacturer narrative:
The lvad pump where the deposits were seen (B)(4), was in use for 208 day at the time of the event (from (B)(6) 2021 to (B)(6) 2022).

Event description:
Berlin heart was informed by the clinic that a patient that was implanted on (B)(6) 2021 in the lvad configuration had an adverse event on (B)(6) 2022. The patient was originally placed on the excor system on (B)(6) 2021. The clinic reported that the patient had an ischemic cva. The clinic reported that the patient showed weakness in the left leg. At the time of the event deposits were seen in the pump, also the anticoagulation therapy was below target range.